Manufacturer narrative:
Medical device: model number: 72404156, lot number: 725124003, model description: reservoir 100 ml pc/iz.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to fluid loss from the system. "Probably a leak in the transition from the hoses to the cylinders." A new ipp device was implanted. Additional information received states the fluid loss was identified by the physician during the surgery." Dr. (B)(6) believes that there is an erosion of the feeding hoses." Prior to surgery it was reported that "the system didn't work anymore." It was further reported that during the removal surgery the connection between the pump and the reservoir was cut. One cylinder has an iatrogenic defect during explantation that was marked with a 4x0 suture. The device was explanted due to fluid loss.

Manufacturer narrative:
Device evaluation: there was a leak in both cylinders and pump that was the result of sharp instrument damage consistent with explant damage, there was a suture placed at the site of the leak (cylinder body towards proximal end) in one cylinder. Both cylinders had leaks in the same location. Based on the determination that the damage was the likely result of explant, it will not be considered a probable cause for this event because it is a secondary failure. There was a leak in one cylinder-pump kink resistant tubing (krt) 20mm from the strain relief junction that was the result of wear. When the pump was functionally tested, the pump passed all functional testing. The product analysis confirmed the allegation of fluid loss via the pump -cylinder krt leak as the fluid loss would then cause the device to stop working. The ams700 reservoir was visually inspected and functionally tested. No leak was found. The reservoir performed within specifications. The product analysis did not confirm the allegation of fluid loss. Model number: 72404156, lot number: 725124003, model description: reservoir 100 ml pc/iz.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to fluid loss from the system. "Probably a leak in the transition from the hoses to the cylinders." A new ipp device was implanted. Additional information received states the fluid loss was identified by the physician during the surgery." Dr. (B)(6) believes that there is an erosion of the feeding hoses." Prior to surgery it was reported that "the system didn't work anymore." It was further reported that during the removal surgery the connection between the pump and the reservoir was cut. One cylinder has an iatrogenic defect during explantation that was marked with a 4x0 suture. The device was explanted due to fluid loss.